Event description:
During a pci procedure, the quantum maverick mr 2.5 x 12mm balloon ruptured on the third inflation at 20 atms. The first and second inflation pressures are unknown. The lesion being treated was a calcified mid left anterior descending (lad) with 90% stenosis. The guide catheter used was an 8f mach1 3.5 and the guide wire used was a pt2 ms 0.014. The procedure was completed with a different device. There were no patient complications reported. The patient status is listed as "good".